Manufacturer narrative:
Concomitant medical products: 5076-45, lead, implanted: (B)(6) 2006, dtba1d1, crt-d, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an interrogation noted an increase in threshold on the left ventricular (lv) lead. Possible right atrial (ra) lead undersensing was also noted on electrograms. The leads remain in use. No patient complications have been reported as a result of this event.